Event description:
During routine testing of the device at the service center, the service technician reported that the optical encoder was hard to turn. Since the event occurred during routine testing, there was no patient involvement.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.